Event description:
The customer received a questionable vitamin b12 result for one patient sample. The initial result was 22.14 pmol/l. The customer repeated testing and the result was 48.80 pmol/l. They repeated testing on another cobas 8000 analyzer and the results were 116 pmol/l and 112 pmol/l. Information concerning if any erroneous result was reported outside the laboratory or if any patient was adversely affected was requested but was not provided. The reagent lot number and expiration date were requested, but were not provided.

Manufacturer narrative:
Additional information was received that the erroneous result was not reported outside the laboratory and the patient was not adversely affected. The field service representative identified an issue with the measuring cell which could cause carryover from one measurement to the other. The measuring cell was changed, the assay recalibrated and qc was tested. No further issues were noted.

Manufacturer narrative:
This event occurred in (B)(6).